Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was not showing any value display of the blood pressure. Replacing the connecting line and module of the monitor did not resolve the issue but it worked after replace the pressure sensor. No patient injury was reported.